Event description:
A site representative reported that the spine clamp driver was rounded at the tip. There was no patient present.

Manufacturer narrative:
There was no patient present.the device was returned to the manufacturer for analysis and showed signs of physical damage. The tip of the driver was rounded. The reported event was confirmed. The device was replaced and there were no further issues.